Event description:
The hosp staff used the unit to administer external pacing to an emergency room pt (no pt details reported). The device allegedly displayed a pacing leads off alarm after the pacing current was increased to 30 or 35 ma. A backup device was made available and used (with the same pacing electrodes) with no other problems reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.